Event description:
The reporter did back to back blood glucose testing, with results of 30, 60 and 40 mg/dl. Reporter did not have any symptoms. A control test was not done due to unavailability of supplies. Reporter's strips had a green confirmation dot. On follow-up, using new control solution and new strips, a control test result was 100 (93-139.) No harm was alleged.